Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting recurring loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the black box indicated loss of prime warnings. The returned cartridge cap and battery cap were used to complete investigation. Ez-prime steps and a 24 hour exercise test were completed successfully with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.